Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s parent reported via phone call that customer was hospitalized due to unknown reason. Blood glucose level at the time of the incident was unknown. Customer stated that he can't go down to next to deliver bolus. Customer stated insulin pump was on auto mode and blood glucose was 215 mg/dl and was not able to proceed. Customer checked blood glucose again and it was 219 mg/dl, customer tried to deliver bolus and was able to deliver. Customer stated that her son is in the hospital but not sure if it is something related to with diabetes. The insulin pump will not be returned for analysis.